Event description:
It was reported the device was used during a laparoscopic cholecystecomy procedure. It was reported the jaws of the dsg23 would not grasp tissue on the initial attempt. Another dsg23 was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
This is not a reportable event.